Event description:
The unit safety system has been shutting down unit so unit would not run. User bypassed primary and secondary safety systems for six months. Bid not stop using unit, did not get unit fixed and did not follow warning in manual on proper use and safety procedures. This allows unit to creep. User not on unit or near unit but fell on ground. User alleges has back problem causing pain and is currently taking medication for pain.